Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported "no backup from battery." There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
.

Event description:
The customer reported "no backup from battery." Further information was provided that battery was not getting charged or providing backup. There was no reported patient or user involvement and no adverse patient/user impact.